Manufacturer narrative:
The device was evaluated by ascent and a visual examination revealed an indention on the teflon pad. The device was activated for a period of 30 minutes on the max setting. The device was activated in 10 second intervals. The temperature of the device was measured at the distal tip of the shaft and 7 cm from the distal tip of the shaft. The maximum reading of the shaft 7 cm from the distal tip was 24 c which is less than the average body temperature of 37 c and the average skin temperature of 32-35 c. Additional information provided by the (B)(4) indicates that temperatures less than 38 c are safe temperatures and third degree burns are caused at a temperature of 60 c or when exposed for 20 minutes at 48 c. Ascent was not able to replicate the reported issue of the shaft becoming hot enough to cause a burn to a patient. Based on the documented evidence, the most likely cause for the reported issue was determined to be a result of prolonged activation. Ascent's instructions for use state: "during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Avoid incidental and prolonged activation against solid surfaces, such as bone, as this may result in blade heating and subsequent blade failure." A review of the lot control sheet for the reported device serial number indicated inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that during the procedure the ultrasonic scalpel's shaft burned the patient. The patient experienced 3rd degree burns along the surface of the incision site, approximately 1 cm by 1.5 cm. The burn was treated at the facility.